Event description:
On 10/17/97, the account reported erratic results for acetaminophen on a pt found unconscious from a drug overdose. An acetaminophen result of 168 mg/l was reported for the first sample drawn on the pt. A second sample was drawn 2 hrs later and an acetaminophen of 32 mg/l was reported. On 10/18/97, another sample was drawn for acetaminophen on the pt giving a result of 259.4 mg/l. The physician questioned both results from 10/17/97 and the samples were retested giving the following results: sample #1-446.8 mg/l; sample #2-509.2 mg/l. No further pt info has been provided by the account. According to the account, all controls were within range and the samples were free from fibrin, bubbles and particulate matter. The first two samples were from sst tubes and the third sample was from a lithium heparin tube. The account does not check reagents for bubbles before testing.